Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 18-mar-2021. The most recent information was received on 07-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('throughout the following years (after the procedure) she continued to experience pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "the devices fell out and had to be re-implanted" in (B)(6) 2012. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced complication of device insertion ("complication in the procedure"). On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("bleed for 3 w eeks for my period"), fatigue ("feeling fatigue"), adverse reaction ("suffered serious side effects that took most of my life away/there w as loads of side effects that I w as not informed about"), migraine ("migraines"), eye pain ("vision pain"), anxiety ("anxiety"), nausea ("nauseous"), dizziness ("dizzy light headed") and depression ("depression"). In (B)(6) 2012, the patient experienced device expulsion ("one of the devices fell out and had to be re-implanted"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal - full hysterectomy). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, device expulsion and complication of device insertion outcome was unknown. The reporter considered adverse reaction, anxiety, complication of device insertion, depression, device expulsion, dizziness, eye pain, fatigue, heavy menstrual bleeding, migraine, nausea and pelvic pain to be related to essure. The reporter commented: that the patient was given medication to help with pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: a new reporter (lawyer - potential legal case) was added, patient´s date of birth, insertion and removal dates of the essure and new adverse events ('one of the devices fell out and had to be re-implanted', 'pelvic pain' and 'procedural complication') were received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 18-mar-2021. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('bleed for 3 weeks for my period') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("feeling fatigue"), adverse reaction ("suffered serious side effects that took most of my life away/there w as loads of side effects that I w as not informed about"), migraine ("migraines"), eye pain ("vision pain"), anxiety ("anxiety"), nausea ("nauseous"), dizziness ("dizzy light headed") and depression ("depression"). The patient was treated with surgery (device removal). Essure was removed. The reporter considered adverse reaction, anxiety, depression, dizziness, eye pain, fatigue, menorrhagia, migraine and nausea to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 18-mar-2021. The most recent information was received on 07-jul-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("throughout the following years (after the procedure) she continued to experience pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: multiple use of single-use product ("the devices fell out and had to be re-implanted" in (B)(6) 2012) and complication of device insertion ("complication in the procedure" in (B)(6) 2011). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012 she experienced heavy menstrual bleeding ("bleed for 3 w eeks for my period"), fatigue ("feeling fatigue from the early stage"), adverse reaction ("suffered serious side effects that took most of my life away/there w as loads of side effects that I w as not informed about"), migraine ("migraines"), eye pain ("vision pain"), anxiety ("anxiety from the early stage"), nausea ("nauseous"), dizziness ("dizzy light headed") and depression ("depression"). In (B)(6) 2012 she experienced device expulsion ("one of the devices fell out and had to be re-implanted"). Essure was removed in (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and abdominal distension ("abdominal bloating from the early stage"). The patient was treated with surgery (device removal - full hysterectomy). At the time of the report, the outcomes for pelvic pain, device expulsion and abdominal distension were unknown. The reporter considered abdominal distension, adverse reaction, anxiety, depression, device expulsion, dizziness, eye pain, fatigue, heavy menstrual bleeding, migraine, nausea and pelvic pain to be related to essure administration. The reporter commented: that the patient was given medication to help with pain. Essure placement discrepancy (B)(6) 2011 or (B)(6) 2012. Plaintiff attended in and around 2011 where it was recommended that she had her contraceptive coil removed. In and around 2011/2012 it was recommended that she have the essure device implanted. This procedure was carried out in (B)(6) 2012, plaintiff had side-effects from an early stage, including, in particular abdominal bloating, fatigue and anxiety. She attended with consultants for years after complaining of the effects of the essure device. By 2020 she was attending physician. Eventually, the device was removed. Plaintiff claims for general damages for physical and psychiatry injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: newlawyer reporter, new adverse event abdominal bloating included. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('bleed for 3 w eeks for my period') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("feeling fatigue"), adverse drug reaction ("suffered serious side effects that took most of my life away/there w as loads of side effects that I w as not informed about"), migraine ("migraines"), eye pain ("vision pain"), anxiety ("anxiety"), nausea ("nauseous"), dizziness ("dizzy light headed") and depression ("depression"). The patient was treated with surgery (device removal). Essure was removed. The reporter considered adverse drug reaction, anxiety, depression, dizziness, eye pain, fatigue, menorrhagia, migraine and nausea to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.